Manufacturer narrative:
Date is estimate only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had a urinary tract infection. They wanted to know if the device could have caused it and wanted to know if the device could help with it or if they needed to take medication to treat the infection. Patient mentioned they are addressing the uti with their primary care physician. Patient also reported that the therapy is not helping with their symptoms as they went to the bathroom 3 times the night prior. They have increased twice and it didn't seem to help. Patient was on program 3. They also mentioned their symptoms may be due to the infection and was told that going to the urology clinic was not going to help them any. Patient further stated that they put the deice in and they didn't have to see them. It was advised that patient follow up with their healthcare professional (hcp) to address symptoms and options of changing programs. No further complications were reported.